Event description:
It was reported that during a lithotripsy procedure for ureteral stones, the "fiber tip detached" inside the ureteroscope and the tip was "fished out". The case was completed with this fiber. No pt injury reported.